Event description:
The reporter stated the surgeon inserted a 18.5 diopter, aq2015a three piece silicone lens and lens was damaged during insertion into the patient's eye. Lens was removed. The reporter stated the cartridge damaged the lens, that the tip of the cartridge is too sharp. No further information regarding this event was available. If further information is made available, a supplemental will be submitted.

Manufacturer narrative:
(B) (4). (B) (4)